Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 5 of 6: it was reported while using bd vacutainer® sst¿ ii advance, 106 tubes had fibrin strands in serum after processing. There was no health impact or consequences reported.

Event description:
Report 5 of 6: it was reported while using bd vacutainer® sst¿ ii advance, 106 tubes had fibrin strands in serum after processing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 3 photographs for investigation which showed evidence of fibrin. A total of 100 retained samples were visually inspected, and no additive abnormality was found. Complaints for sample quality were not under statistical control for the month of december 2025, additional testing were performed. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Bd was unable to duplicate the customer's indicated failure mode, fibrin, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. No definitive root cause could be established for the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.